Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional this case concerns (B)(6) male patient who received treatment with synvisc one and later after 2 days patient had right knee swelling, right knee pain, decreased range of motion and had difficulty bearing weight; also, device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis in right knee. On (B)(6) 2017, after two days of receiving injection, patient returned to hcp with right knee swelling, pain, decreased range of motion and difficulty bearing weight. Patient was given an injection of methylprednisolone acetate at a dose of 40mg. Corrective treatment: methylprednisolone acetate. (Depo-medrol) injection for right knee swelling and right knee pain; not reported for rest events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 50913. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for right knee swelling, right knee pain and device malfunction additional information as received on (B)(6) 2017. Global ptc number and ptc results were added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: this case concerns a male patient who received synvisc one injection for osteoarthritis from the recalled lot and later had right knee pain, swelling, decreased range of motion and difficulty bearing weight. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 from other non-health care professional this case concerns (B)(6) year old male patient who received treatment with synvisc one and on the same day, patient had right knee swelling, right knee pain, decreased range of motion and had difficulty bearing weight; also, device malfunction was identified for the reported lot number. Patient's medical history was significant for bowel disease. Patient's concomitant medications included diltiazem hydrochloride (diltiazem), omeprazole, rivaroxaban (xarelto), atorvastatin, gabapentin and lisinopril. No past drugs and concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis in right knee. On the same date, patient experienced right knee swelling, pain, decreased range of motion and difficulty bearing weight. Patient was given an injection of methylprednisolone acetate at a dose of 40mg. Corrective treatment: methylprednisolone acetate (depo-medrol) injection for right knee swelling and right knee pain; not reported for rest events outcome: recovered/resolved for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Reporter causality: related for pain, swelling, decreased range of motion and wieight bearing difficulty seriousness criterion: required intervention for right knee swelling, right knee pain and device malfunction additional information as received on 06-dec-2017. Global ptc number and ptc results were added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Additional information was received on 06-feb-2018 from the patient. Patient's medical history and concomitant medications were added. Event onset date for all the events was updated from (B)(6) 2017 to (B)(6) 2017. Outcome for all the events was updated from unknown to recovered. Reporter causality was added. Patient's clinical course was updated and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06-feb-2018: follow up information did not change the previous case assessment. This case concerns a male patient who received synvisc one injection for osteoarthritis from the recalled lot and later had right knee pain, swelling, decreased range of motion and difficulty bearing weight. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
(B)(4). This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional this case concerns (B)(6) male patient who received treatment with synvisc one and later after 2 days patient had right knee swelling, right knee pain, decreased range of motion and had difficulty bearing weight no medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis in right knee. On (B)(6) 2017, after two days of receiving injection, patient returned to hcp with right knee swelling, pain, decreased range of motion and difficulty bearing weight. Patient was given an injection of methylprednisolone acetate at a dose of 40mg. Corrective treatment: methylprednisolone acetate (depo-medrol) injection for right knee swelling and right knee pain; not reported for rest events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for right knee swelling, right knee pain